Event description:
Reference number (B)(4). Event occurred in china. It was reported that patient faced infusion set leakage issue at the connection between the quick release and tubing on (B)(6) 2026. No further information is available.